Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddbc3d1 defibrillator, implanted: (B)(6) 2013; 7121 lead, implanted (B)(6) 2010; 1888tc lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching. Servicing was performed and the battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat555676. As a result, the reported event was confirmed. A power source lubrication procedure was performed in accordance with the requirements under (B)(4) on (B)(6) 2018 to mitigate the reported conditions and the battery remained in use. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.